Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foreign material looks like a piece of the cardboard was found inside the product.

Event description:
It was reported that foreign material like a piece of the cardboard was found inside the product.

Manufacturer narrative:
Upon further review, bd has been determined that this MDR was initially reported in error per investigation the foreign material was found on the tray. Hence this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.